Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Additionally, it was reported that pump prompted customer to go through load process multiple times. Reportedly, customer loaded a new cartridge and resumed insulin delivery. Customer's blood glucose was approximately 290 mg/dl.